Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr890m: enduro meniscal component f3 10mm. According to the complaint description, the revision surgery was 1 year 1 month post surgery due to breakage of the enduro sleeve. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nr387k - enduro femur spacer post/dist f3 4x8mm - lot 52595668, nr868k - enduro femur spacer distal f3 8mm - lot 52568950, nb057k - enduro tibia hemi-wedge t2 12mm rl/lm - lot 52152568, nb047k - enduro tibia hemi-wedge t2 12mm rm/ll - lot 52128476, nr440k - femur extens.stem 5° d20x177mm cem.less - lot 52026658, nr400k - nut f/femur extens.stem all sizes neutr. - lot 52627686, nr498k - tibia offset stem d18x172mm cementless - lot 51637367j, nb019k - enduro femoral component cemented f3r - lot 52574394.

Manufacturer narrative:
Investigation: this case was discussed with specialists from the product management and development department. The bearing for rotation axis is broken at the transition to the larger outer diameter. The breakage surface of both fragments shows no abnormalities that could indicate a material defect or manufacturing error. The locking ring which has loosened out from the tibial component also shows no abnormalities or significant damages. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5) according to din en iso 14971 is still acceptable. Explanation and rationale: at this time, we assume that the mentioned infection (the original root cause for the revision) was not related to the implanted aesculap products. The provided x-ray figures show that the locking ring has loosened/unscrewed by a few threads. The root cause for loosening/unscrewing of the locking ring remains unclear. One possible root cause could be that the locking ring was not tightened with the completely necessary torque. This hypothesis is only speculative and cannot be proven at this point. The following mechanism could be possible: 1) the locking ring has loosened and unscrewed by a few threads 2) as a result, there was more play in the intended support of the rotation axis against tilting moments (varus/valgus loads) and shear forces (ap) than actually intended 3) by mechanisms that cannot be clearly reconstructed, the bear of the rotation axis moved proximally 4) in this changed position, the bear of the rotation axis was no longer completely metal-supported by the rotation axis ->the metal support was missing radially 5) due to these circumstances, the bear of the rotation axis could not permanently withstand the high loads and broke. Without loosening/unscrewing, the locking ring was exposed to a recurring too high load situation, which ultimately led to the breaking. To note: the locking ring was newly designed in september 2011; with the new design, there is no confirmed complaint other than this current one, for postoperative loosening of locking ring. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference: (B)(4). Involved components nr387k - enduro femur spacer post/dist f3 4x8mm - lot: 52595668. Nr868k - enduro femur spacer distal f3 8mm - lot: 52568950. Nb057k - enduro tibia hemi-wedge t2 12mm rl/lm - lot: 52152568. Nb047k - enduro tibia hemi-wedge t2 12mm rm/ll - lot: 52128476. Nr440k - femur extens. Stem 5° d20x177mm cem.less - lot: 52026658. Nr400k - nut f/femur extens. Stem all sizes neutr. - lot: 52627686. Nr498k - tibia offset stem d18x172mm cementless - lot: 51637367j. Nb019k - enduro femoral component cemented f3r - lot: 52574394.